Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a contour vl stent was used during an cystoscopy with stent placement procedure in the ureter, performed on (B)(6) 2020. According to the complainant, during the procedure and inside the patient, while attempting to deploy the stent, the physician pulled the suture with the circulator while holding the bladder coil causing the bladder coil to break. A stent grasper was inserted through a cystoscope to remove the detached bladder coil, the remaining stent shaft, and the kidney coil portion. No fragments were left behind. Another contour vl stent was opened and successfully completed the procedure. There was no serious injury, nor were there any adverse patient effects reported as a result of this event. The condition of the patient at the conclusion of the procedure was reported to be fine.